Event description:
It was reported that the device had reached elective replacement indicator (eri) before 5 years. The device was explanted and replaced. There were no patient complications reported as a result of htis event.

Manufacturer narrative:
(B)(4). These events were reported to FDA on (B)(4), 2013 within a retrospective summary report. The FDA approval number for this summary report is (B)(4). The total number of events being summarized for product code lws is 227, including the 3500a event and events detailed in the attached xls. This retrospective review was performed following our firm's change in medical device reporting criteria. These reports represent events with alert dates in the two years prior to that change in reporting criteria. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): (B)(4) implantable pacing lead, (B)(6) 2002. (B)(4).